Event description:
I have been using a glidewell laboratories silent nite sl mouth appliance to treat my sleep apnea condition. I have been using the device for over 2 years. During this time I have developed tinnitus. The tinnitus can be greatly reduced when I adjust my jaw by moving my jaw in the opposite direction of what the silent nite sl does. I have also been diagnosed with the onset of osteoarthritis in the right tmj region. I have also noticed that my bite has permanently changed position from what it used to be. This has resulted in a "quality of life" issue that has become annoying.